Event description:
This medical device report is for a separation of a transfer set from a patient line, caused by force trauma to the transfer set. A customer contacted baxter's global technical service center to report an alarm on the homechoice machine during prime. The home patient (hp) stated the patient line was on the floor with the cap off. The hp stated she had connected herself, but the line had become disconnected. The hp put a mini-cap on the transfer set and was advised to not connect until after prime completed. The supplies were discarded. Product surveillance followed-up with the peritoneal dialysis (pd) registered nurse (rn), who stated the hp came in to have her transfer set changed after this incident and there was force trauma on the transfer set. The issue with the transfer set had caused it to become disconnected from the patient line. The transfer set was discarded and a new transfer set was put on. The lot number of the transfer set was unknown. The hp was given prophylactic antibiotics intraperitoneal (ip), in the hospital for 2 days. There was no resulting infection or complications related to the incident. The hp was retrained on the proper procedures.

Manufacturer narrative:
(B)(4). The device was discarded.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and a sample evaluation was not performed due to unavailable sample. The root cause was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported that the 9900 system would not save images. No pt injury was reported.